Event description:
Event description guidant received information that the impedance measurements on this right atrial pacing lead have been increasing since september of 2005. The measurements are now greater than 3000 ohms. No noise was noted with isometrics; however, slight noise was noted when the patient pressed their palms together. This noise did not cause any oversensing. Slight noise was also noted on the shock portion of the right ventricular (rv) lead.